Event description:
The customer contact reported a leak. A plumset was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the plumset for piggyback delivery of an unspecified chemotherapeutic agent. It was reported that after the delivery of the chemotherapy was complete, when the secondary tubing set was connected to the clave secondary port, a leak of solution was noted. No specific details wer provided. The location of the leak was described as at the top of the clave secondary port. There was no reported adverse patient effects and no reported delay of therapy critical to the patient. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connection events. Based upon the investigation results, hospira had identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the information known by the reporter upon query by hospira personnel.